Event description:
According to the reporter, they started the bravo study then the recorder switched off early. Error then showed ID mismatch and 0000. Customer could not get the study re-started and there was no other capsule nearby. No patient harm reported.